Event description:
Patient reported to have undergone total right knee arthroplasty on (B)(6) 2014. Patient further reports pain, difficulty walking, limping, walking on toes, difficulty walking on steps, and is unable to extend leg fully. Patient alleges that surgeon mentioned performing a manual manipulation and also alleges that a revision procedure may be necessary; however, there has been no manipulation or revision procedure reported to date.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: "interoperative or postoperative bone fracture and/or postoperative pain." "Inadequate range of motion due to improper selection or positioning of components."

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
Patient reported to have undergone total left knee arthroplasty on (B)(6) 2014. Patient further reports pain, difficulty walking, limping, walking on toes, difficulty walking on steps, and is unable to extend leg fully. Patient alleges that surgeon mentioned performing a manual manipulation and also alleges that a revision procedure may be necessary; however, there has been no manipulation or revision procedure reported to date. This report is based on allegations set forth in patient's complaint, and the allegations contained therein are unverified. Additional information received from the patient reports they underwent a revision procedure on (B)(6) 2015 due to patient allegations of failed hardware, loosening, knee sticking out, and limited range of mobility.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
Patient reported to have undergone total left knee arthroplasty on (B)(6) 2014. Patient further reports pain, difficulty walking, limping, walking on toes, difficulty walking on steps, and is unable to extend leg fully. Patient alleges that surgeon mentioned performing a manual manipulation and also alleges that a revision procedure may be necessary; however, there has been no manipulation or revision procedure reported to date. This report is based on allegations set forth in patient's complaint, and the allegations contained therein are unverified. Additional information received from the patient reports they underwent a revision procedure on (B)(6) 2015 due to patient allegations of failed hardware, loosening, knee sticking out, and limited range of mobility. Additional information received in operative report noted the patient was revised on (B)(6) 2015 due to contracture, chronic pain, and patient allegations of limited range of motion and difficulty ambulating. Operative report further noted dense scar tissue and distal femoral and posterior femoral bone loss during the procedure. All components were removed and replaced with competitor products.